Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm after they changed their infusion set and reservoir. The customer¿s blood glucose was 346 mg/dl. Customer stated that the insulin pump had insulin flow block alarm occurred 2 times. The customer was assisted with troubleshooting. Customer reported insulin exited with the fill tubing. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.